Manufacturer narrative:
No further information is available on the repair of the device at this time. The investigation is ongoing, however if any additional relevant information is identified following the completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Baxter received a report that or table trusystem 7000 u had table tilted into trendelenburg position on it's own. This occurred during patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.